Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low out of range pacing impedance measurements and high pacing threshold measurements. Additionally, noise was observed on the lead. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.